Manufacturer narrative:
H.6. Investigation: since the actual item was not returned, it was not possible to conduct a detailed investigation individually, but from the photographs of the actual item and similar requests made in the past, we speculate that the following events have occurred in combination. It was. An infusion pump was used without an upper blockage warning. The infusion was continued while the circuit with the infusion container was cut off due to loosening of the upper connection. The inside of the upper circuit from the infusion pump (finger part) to n35 became negative pressure, and the drip tube was crushed. Due to the above situation, the lowered liquid level reached the infusion pump section, and the bubble alarm responded. For reference, connect a similar product to c35 after priming, and keep the c35 pulling circuit cut off during the infusion by the terumo infusion pump te-161s which does not have the upper obstruction alarm so that a little blue part can be seen. When the infusion was continued, a similar phenomenon was obtained in which the drip cylinder was crushed and the bubble alarm subsequently responded.

Event description:
It was reported that the IV set/n35/20drop/ll chamber was found bent during use when the alarm for infusion pump blockage went off. The following information was provided by the initial reporter, translated from japanese to english: "alarm indicating infusion pumb blockage sounded; after releasing the alarm, the chamber was found bent.".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the IV set/n35/20drop/ll chamber was found bent during use when the alarm for infusion pump blockage went off. The following information was provided by the initial reporter, translated from (B)(6) to english: "alarm indicating infusion pump blockage sounded; after releasing the alarm, the chamber was found bent."